Manufacturer narrative:
The customer stated that as part of protocol, the nurse was sent to the laboratory to have blood collected for bloodborne pathogen testing. The results came back negative and no other treatment was provided the nurse. The nurse was not seriously injured.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that a nurse was accidentally stuck with an accu-chek safe-t-pro lancet device that failed to retract after it was used on a patient. The customer could not provide any additional information regarding the event. No adverse events were alleged to have occurred with the patient. The customer's product has been requested for investigation and replacement product was sent to the customer.

Manufacturer narrative:
The complained product was not provided for investigation. In rare cases, internal wings of the lancet which intentionally break during the lancet release might jam the lancet's guiding channel, preventing the lancet from retracting back into the lancet housing. This could not be confirmed since the product was not available for investigation. The medical risk is remote. A use error can be excluded. The lot number of the customer's product is unknown. Trending analysis was performed and no nonconformances related to the customer's allegation were identified.